Manufacturer narrative:
Additional information: b2, b5, b7, h1, h6 and h11. B5: upon follow up, it was reported that the patient had not recovered from the peritonitis (initially, it was reported that the patient recovered). On an unknown date, the patient was discharged from the hospital. Four days after the first hospitalization, it was reported that the patient was hospitalized due to cloudy pd effluent and low ultrafiltration (uf). On an unknown date, the patient passed away. The cause of death was reported as due to peritonitis and cloudy pd effluent. An autopsy was not performed. Pd therapy was ongoing until death, however it was not reported if the patient was on therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was reported as due to abdominal pain. The same day as the event onset, the patient was hospitalized and was treated with injection ceftazidime (1gm, once daily, intraperitoneal, discontinued) and injection vancomycin (5m, every 4th day, discontinued) for peritonitis. On an unknown date, the patient was recovered from peritonitis; however, the patient remained hospitalized. Pd therapy was ongoing. No additional information is available.